Manufacturer narrative:
This report is filed on february 14, 2019.

Event description:
Per the clinic, it was reported that the patient experienced pain and discomfort at the implant site subsequent to undergoing an MRI (1.5 tesla) in (B)(6) 2018. A CT scan confirmed a magnet dislodgement. Revision surgery to replace the magnet was conducted on (B)(6) 2018. It was also reported that the patient experienced a performance decrement prior to undergoing the MRI scan.